Event description:
It was reported the distal tip of .018 guidewire detached in the pt during a liver drainage procedure. The detached guidewire tip remained within the entry needle. The entry needle and guidewire tip were removed from the pt as a unit. Another .018 guidewire was used which also detached in the pt and is believed to be embedded in the pt's liver or its parenchyma. No retrieval of the detached segment was attempted (please reference 6000037-2000-00001). The procedure continued and was successfully completed. No pt sequelae resulted from this event. This device has been destroyed by the user facility. Therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire(s) and system as a unit."